Event description:
Order placed to remove umbilical artery catheter (uac). A registered nurse attempted to loosen umbilical ties to the uac, lifted scab over umbilicus to view line. The pt started to bleed and pressure applied to umbilicus. The fellow was called to the assist. He applied pressure but bleeding continued. The attending came to the bedside and placed hemostats to the umbilicus. At that point, the uac was noted to be partially intact. The hemostats were manipulated to further reduce the bleeding. At this point, the uac was noted to be completely severed with remaining portion in the pt. Pedi surgery was called and cutdown of the umbilical artery was performed to remove the retained catheter.